Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no impact to the customer's blood glucose level. During system check with tandem technical support, the pump performed as intended; however, recommendation was made to change out the cartridge and infusion set.